Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the defibrillation threshold (dft) measurements had increased for the electrode. The physician believed the electrode had migrated from its original position. It was noted the previous dft at implant was successful at 65 joules with 107 ohms impedance. A revision procedure was performed where the physician elected to surgically abandon the electrode due to the amount of tissue surrounding the electrode. Boston scientific technical services (ts) discussed that this would be considered off label as it is not intended to have two leads in a system and the outcome would be unknown as it has not been tested. The physician did surgically abandon this lead and place another electrode to the left of it. The first dft test was unsuccessful at 65 joules standard, but at 80 joules reversed it was successful with a good impedance measurement. No additional adverse patient effects were reported.